Manufacturer narrative:
(B)(4). Device available for evaluation: returned to manufacturer. Device evaluated by manufacturer. Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no defect was found.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced low audio output.